Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. G2: this event occurred in japan, see section e. H3, h6: no products were returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that registration was performed with the electromagnetic field, but when the product entered the interface, it was not recognized. It did not improve, so the site switched to optical and the issue resolved. There was no patient involvement.